Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR#1219856-2011-00190 for the first event involving the same patient. It was reported that the patient was scheduled for a CABG (coronary artery bypass graft). While in the cath lab, the intra-aortic balloon (iab) was inserted. The pumping was initiated and the iab did not inflate. As a result, the iab was removed and the medical doctor used another brand iab for insertion. There were no reported adverse consequences reported. Additional information received on (B)(6) 2011 from the distributer stated that the iab was prepped per the instructions for use and the same insertion site (right femoral artery) was used. The medical doctor did insert a sheath and the sheath and iab were removed as one unit.